Event description:
Complainant alleged that while attempting to pace a patient, the device would not pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.